Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique after a micropuncture and introduction of a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a prostyle suture was preplaced at the 10 o'clock position. After deployment of the second prostyle in the 2 o'clock position, the suture was not successfully deployed; the device became stuck. The device could not be opened or removed. The patient was very confused and erratic. Anti-anxiety medication was administered. Bleeding was noted around the access site. A cut down was performed to manually remove the device; tissue damage was observed. The sheath was upsized to 16f. Blood loss was noted with 500ml of blood given and use of a blood saver. Act [activated clotting time] was 250. The aaa procedure was completed. Surgical suturing achieved hemostasis. There was a clinically significant delay in the procedure. A scrotal hematoma developed. The patient had prolonged acute care hospitalization followed by skilled care admission on (B)(6) 2023, seven days post-procedure. The patient passed away on (B)(6) 2023 from cardiac arrest. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique after a micropuncture and introduction of a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a prostyle suture was preplaced at the 10 o'clock position. After deployment of the second prostyle in the 2 o'clock position, the suture was not successfully deployed; the device became stuck. The device could not be opened or removed. The patient was very confused and erratic. Anti-anxiety medication was administered. Bleeding was noted around the access site. A cut down was performed to manually remove the device; tissue damage was observed. The sheath was upsized to 16f. Blood loss was noted with 500ml of blood given and use of a blood saver. Act [activated clotting time] was 250. The aaa procedure was completed. Surgical suturing achieved hemostasis. There was a clinically significant delay in the procedure. A scrotal hematoma developed. The patient had prolonged acute care hospitalization followed by skilled care admission on (B)(6) 2023, seven days post-procedure. The patient passed away on (B)(6) 2023 from cardiac arrest. Subsequent to filing the initial report, update to event description: per the physician, the prostyle caused or contributed to the patient death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the device was not returned, and the lot number was not reported. The reported patient effects of hemorrhage, hematoma, cardiac arrest, and death are listed in the perclose prostyle instructions for use, as known adverse events associated with use of suture mediated closure devices. Medical review of the event was performed and concluded the following: due to the information provided, it can be stated that the failure of the prostyle smc to deploy was not the direct cause of this patient's cardiac arrest and death. The procedural failure to properly sedate the patient initially, the subsequent tissue damage caused during the femoral cut-down, and the surgical closure most likely led to the scrotal hematoma. The patient most likely had coronary artery disease, which, in addition to the patient's medical history, the scrotal hematoma, and prolonged hospitalization, most likely led to the patient¿s cardiac arrest and death. The suture-mediated closure and repair (smcr) system was not returned for analysis. Based on the reported information that it was the second device that became stuck during a pre-close attempt, this possibly indicates an interaction with the suture of the prior device causing the device and suture to become tangled causing a possible cuff miss and the entrapment of the device; however, this cannot be confirmed. The cause of the reported difficulties cannot be determined. The subsequent treatments and patient effects are due to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.